Manufacturer narrative:
Date of this report was submitted on the initial medwatch as 10/27/2016. The correct date is 10/18/2016. Additional information: the vendor's scar (supplier corrective action request) was received 11/07/2016. Root cause: sealed packaging of the components retained environmental moisture. Lack of climate control in warehouse area. Sealed packaging of the finished goods retained environmental moisture. During container shipment, humidity and heat led to mold formation. Corrective action: raw materials for the affected item to be stored in vented packages in climate and humidity controlled area. Dessicant/vents added to finished goods packaging. Finished goods to be stored in a temperature/humidity controlled environment prior to shipment. Increased inspection upon us arrival. Verification: assess packaging on other items produced for deroyal items to determine if other changes are needed. Verification: periodic inspection of stored raw materials by personnel. Hundred percent (100%) inspection of raw materials before production. Initial 100% inspection of finished goods received at us distribution center upon receipt for next 3 orders. Increased sampling on future orders. No further information is available at this time. We will provide a follow up report if additional information becomes available.

Manufacturer narrative:
This product is manufactured by an outside vendor. Our supplier for this item is (B)(4). It is sold under two different part numbers; 12840000 and 200a10. Investigation findings: quality control has pulled all of item 12840000 and 200a10 from the shelves at our distribution facility. Several of the units were covered with what appears to be mold. Other product items appeared to have moisture inside the package; this issue was also found in a new shipment that had not been received (not put into the computer system) or stocked on the shelf. As a result, we pulled the entire inventory and placed the product in quarantine; the vendor was contacted and a scar (supplier corrective action request form) was sent for completion, along with photos of the issues found. Quality control did make an inquiry to the vendor if they required a sample for review, but was informed "if you haven't sent the samples already please don't. We pulled our inventory and see what the issue is". Per vendor instructions, our inventory of this product was pulled; an update from the supplier has been requested. The vendor's scar has not been completed at this time and is in progress; deroyal has initiated a corporate CAPA action point for this complaint. We will perform a health, hazard assessment and determine actions for product in the field; the vendor has not returned information regarding the actual root cause at this time. When the scar information is completed and returned, this call will be updated; the complaint samples for this reported event are expected from the customer as it has been confirmed that the samples were not discarded. No further information is available at this time. We will provide a follow up report when additional information become available.

Event description:
It was reported that "the package is unopened and looked as if product has mold on it". A quantity of 4 were reported by the customer. The quality issue was identified by visual inspection and was observed before use. There was no medical procedure involved. The product was being used as recommended. The product was not modified from the original condition supplied by deroyal. The product was not connected to or used in conjunction with other devices or equipment. The customer confirmed that the product is available for return.